Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: -e1 (should be blank and establishment olympus). -g2 (uncheck hcp). The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the air/water nozzle was unable to be identified. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-260 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-260 series reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water nozzle was blocked with foreign debris. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.